Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone on the vaso view hemopro came apart and fell into the patient's leg. An extra incision was made in the lower leg to stop the bleeding and to remove the piece from the patient's leg. The last passage in lower leg the wire divided the vein in half. A replacement device was used to complete the procedure. Patient's condition was not effected. The divided vein was taken out in two pieces, trimmed where it had accidentally been cauterized and used for two different bypass grafts. Blood loss was estimated at 4cc and no transfusion was required.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).